Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had power error and replace battery now error even though battery was not empty. The customer was able to clear the alarm and unable to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay, a missing display window cover, a stained keypad overlay, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm noted during testing or in the device trace download. (B)(4).